Event description:
The facility reportd an infusion pump with a battery failure. The failure was reported to have occurred during return. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.